Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had high impedances. The cause was unknown. Impedances were checked at 3.0v and the issue was not resolved at the time of the report. Left vim impedances were >10,000 ohms on contact pairings 1/3, 1/2, 1/0, 1/c. There was no surgical intervention that occurred or was planned. There were no symptoms reported. Additional information was received from the rep reiterating much of the same information. The cause was undetermined, there were no other actions/interventions taken, and the issue was not resolved. There were no further complications reported.